Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00733.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self test otc,2 test pack performed on (B)(6) 2022 using nasal swab samples. Confirmation pcr testing was performed at axis healthcare the same day on (B)(6) 2022, using an unspecified sample type, which generated a negative result. The consumer reported that her daughter was symptomatic presenting a slight headache. The consumer notified the daughters school and quarantined her due to the initial antigen self test results. No further adverse effects were reported. This manufacturer report addresses false positive result 2 of 2.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see the updates: a3, b4, d4, g3,g6,h2, h4, h6 and h10. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 174281 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 174281 and device part number 195-430h / lot 170398. Quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 174281 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.